Manufacturer narrative:
A4: weight: 60.5.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, an index procedure was performed for treatment of the anastomosis in the right arm. A 5.0 mm x 80 mm, 80 cm ranger drug coated balloon (dcb) was deployed during the procedure. On (B)(6) 2026, a non-serious target lesion stenosis was reported. The event did not result in hospitalization. Percutaneous transluminal angioplasty (pta) was performed as corrective intervention. On the same day, the event was considered to be resolved.